Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v020591, implanted: (B)(6) 2007, product type: lead. Product ID 377860, lot# v014698, implanted: (B)(6) 2007, product type: lead.

Event description:
It was reported that the patient wanted to know if a lumbar sacral repair could surgically be done on a patient with stimulator. The patient had bulging discs, with radiculopathy back pain radiating down right leg. Additional information received reported that the patient needed to have a battery change and back surgery. The patient was still having concerns with their device or therapy but was working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled to meet the physician from the department of neurosurgery and also a rep. On (B)(6) 2015. It was noted that the last time the patient met with the rep., implantable neurostimulator (ins) longevity calculations were performed and the rep. Told her that the battery was getting low and it would eventually need to be replaced. The patient confirmed she had a non-rechargeable device that was implanted in 2007. The patient had not seen the elective replacement indicator (eri) message yet on the patient programmer (pp). It was further noted that the patient¿s back issue wand bulging disc issues were not at all related to their device. These issues had progressed overtime and she was now seeking interventions for these issues. Additional information was received on (B)(6) 2015 indicating that the battery depletion di d not reach elective replacement indicator or end of service. The patient had their settings in continuous mode. The impedances on electrode contacts 8-15 were greater than 10,000. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.